Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned yet. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a liver transplant surgery on 3/2/2020 and the suture was used. The needle and thread separated during procedure.

Manufacturer narrative:
Date sent to the FDA: 05/29/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Events were submitted via 2210968-2020-02442.

Manufacturer narrative:
Date sent to the FDA: 07/17/2020. Additional h-3 summary: it was received for analysis fifteen unopened samples of product code w8556, lot pdh948. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.